Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial#: unknown, product type: unknown. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for about a month programmer antenna cord will not connect to implanted neurostimulator, but the programmer will connect without the cord. An email was sent to repair to replace the programmer antenna cord.